Manufacturer narrative:
Insulin pump had a loose and protruded drive support disk noted during visual inspection. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the cusomter had a drive support cap that continues to push out on insulin pump. The customer's blood glucose level was 90 mg/dl. The customer does not recalled how drive support cap damaged occurred. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised that the insulin will be replaced. No further information was reported.